Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date is 2006 inratio 7.4 2.8 lab 3.4 3.4 mean 5.4 3.1 confidence limits cannot be determine, 1.9-4.6 per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the mean was >5.0 and the difference between inr's were >2.2. The values were considered inaccurate. Products will be investigated.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date in 2006 inratio 7.4 2.8 lab 3.4 3.4.